Event description:
The customer was using the viterion 100 telehealth system and reported that a blood glucose reading of hi on the contour meter did not transmit to visnet for the va hospital's review. There was no adverse event alleged.

Manufacturer narrative:
An investigation confirmed that hi and lo results displayed by contour 5 second and contour 15 second meters do not transfer on visnet to the health care professional using the v100 and v100 bmg telehealth monitors. Elite xl and accucheck advantage 04 also appear to be affected. The blood glucose monitors in question present an alphanumeric message of hi or lo for readings which are out of the instrument's range on the high and low end of the readout. The original design of the v100 did not include the ability to convert an alphanumeric reading to a numeric reading and these readings were not passed up. Later versions of the v100, specifically the v100 bgm included requirements for some, but not all, blood glucose meters to convert a hi to a 999 and a lo to a 001 and pass this information up. In this case the v100 acted in accordance with its design.